Event description:
The customer reported that the system would not completely boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the smart switch board and the power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.